Event description:
Customer reportedly obtained results of 80mg/dl, 245mg/dl, and 400mg/dl within 10 minutes on the device. No action was taken based on device results. No adverse event reported and no treatment received. Device results were not found in device memory. No quality controls were used. Requested return of suspect device and replacement was sent.